Event description:
It was reported that loss of pacing due to oversensing was observed on real-time telemetry. Patient is pacer dependent. Programming changes were made.

Manufacturer narrative:
(B)(4).